Event description:
Bard brand wang needle used during bronchoscopy, in conjunction with olympus bronchoscope. Spring at tip of needle became separated, lodged into lung tissue. Piece was removed using forceps.